Manufacturer narrative:
Device evaluation summary: visual analysis inspection showed evidence of moisture ingress in the impeller with foreign material and fluid inside it. The reason for return was confirmed for a leak into the impeller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a bp-50 centrifugal pump, it was reported pump head would not prime. During priming of the extracorporeal systems air bubbles could not be taken out of the pump head, after several attempts the pump head needed to be changed. With the new pump head were no bubbles seen after priming. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that large bubbles in the chamber of the pump head were identified. There was no suction was used only flushing. The purge line was run open and closed, customer tried to flush the bubbles out but could not succeed.

Manufacturer narrative:
Product analysis: pressure integrity tests, showed no external leaks when tested at 20 psig for 2 min, or internal leaks when tested at -15 mm/hg for 2 minutes. The device was cut apart and the bearing cartridge is broken allowing for moisture ingress/bubbles to purge from the area. Visual inspection showed evidence of moisture ingress in the impeller with a rust-like fm and fluid inside it. The reason for return was confirmed for a leak into the impeller. Conclusion: the reason for return was confirmed. Visual inspection of the returned pump head showed evidence of moisture ingress in the impeller with a rust-like fm and fluid inside it. The moisture/bubbles inside the impeller created the appearance of air trapped inside the device. For performance analysis, pressure integrity tests were completed and showed no external leaks when tested at 20 psig for 2 min or internal leaks when tested at -15 mm/hg for 2 min. The device was cut apart, and the bearing cartridge was found cracked, allowing for moisture ingress/bubbles to purge from the area. The observed damage is generally caused by physical shock to the pump during shipping, handling, or storage of the device. The pumps are verified to not be cracked/damaged at the time the custom tubing pack was built. The rust-like fm is attributed to rust and/or corrosion caused by moisture ingress to the pump bearing. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.